Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, component codes).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had occurred high temperature alarm and the spare device was replaced to continue the treatment. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The equipment prompted a high temperature alarm, the temperature sensor was damaged, the valve group was leaking, and it needed to be replaced. The fse replaced the temperature sensor and drive valve group, and the equipment returned to normal. According to the factory requirements, it was tested for all functions, and the test results were qualified and delivered to the customer for use.

Event description:
N/a